Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control observed that the device could not be turned on. The main keypad assembly was replaced and proper device operation was observed through functional and performance testing. After repair, the device was returned to the customer for use.

Event description:
It was reported that the customer's device did not power on. There was no patient use associated with the reported event.